Event description:
Pt non ventilated and on a pulse oximeter. Pt checked by nurse at 1900 & 2300. At 0050 lpn found pt unresponsive, pulseless, apneic. Lpn reports the oximeter finger probe was attached to the pt's finger and probe attached to the oximeter. Oximeter was not alarming and the display panel had red dotted lines.